Event description:
Nurse was opening the sterile supplies for a case. She opened the package for a knife blade and the coloring from the outside of the package flaked off and went onto the sterile field, contaminating the sterile field.